Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had several motor error alarms. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump was unable to complete the rewind process. Customer had a high blood glucose of 500 mg/dl and no form of treatment was reported and no troubleshooting was performed. No troubleshooting was performed. Insulin pump is being replaced and is not expected to return for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose or flush drive support disk. Unable to perform prime or a33 test, excessive no delivery test and occlusion test due to motor error alarm.